Event description:
The customer reported that the ventilator went vent inop during operation due to an occurrence of a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The unit was returned to a 3rd party service group who reported they were unable to duplicate the reported problem. The 3rd party service group reported the unit was tested and there was no fault occurrence.

Manufacturer narrative:
Device was serviced by 3rd party service group.